Event description:
"Dealer states the cables both snapped."

Event description:
"Dealer states the cables both snapped."

Manufacturer narrative:
MDR decision date : (B)(4) 2012. (B)(4) 2012 - (B)(4) - follow-up #001 - initial pr # (B)(4) issued MFR report #1531186-2012-00545 with (B)(4) as the manufacturer. The correct manufacturer is (B)(4). Fields have been corrected to indicate the correct manufacturer.